Event description:
It was reported that the driver tip fractured during the procedure. The procedure was complete with another tool.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use and a fracture at the tip of the tool. No pre-existing conditions were noted on the product experience report (per). The length of the device usage is unknown. Complainant reported that the driver tip fractured during the procedure. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events.

Event description:
No further event information is available at the time of this report.